Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. No display ramping on its own anomaly noted. The device had minor scratches on lcd window and reservoir tube window, cracked case at display window corners, cracked battery tube threads, and cracked belt clip slot.

Event description:
It was reported the numbers on the customer's insulin pump were ramping up during a bolus delivery attempt. The customer's blood glucose was not known. No significant events leading to the keypad issues were recalled. It was advised to discontinue use and revert to a back-up plan. Nothing further was reported.